Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited under-sensing and loss of capture. The rv lead was repositioned on (B)(6) 2022. The patient was in stable condition.